Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, intermittent capture, high capture threshold, high pacing lead impedance and undersensing were observed. The lead was not implanted and replaced. Patient was doing well after the event.